Event description:
It was reported that the patient suffered two syncopal episodes on different days and was subsequently admitted to the hospital. This implantable pulse generator (pacemaker) was interrogated, and it was found that it had switch into safety mode, a device status that permanently limits available therapy to specific settings. The syncopal episodes were caused by unipolar oversensing that resulted in pacing inhibition. An emergent device replacement procedure was scheduled. This pacemaker was eventually explanted, and it is not expected to be returned for analysis as it was kept in the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient suffered two syncopal episodes on different days and was subsequently admitted to the hospital. This implantable pulse generator (pacemaker) was interrogated, and it was found that it had switch into safety mode, a device status that permanently limits available therapy to specific settings. The syncopal episodes were caused by unipolar oversensing that resulted in pacing inhibition. An emergent device replacement procedure was scheduled. This pacemaker was eventually explanted and was returned for analysis. No additional adverse patient effects were reported.